Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3. H6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found blood stains on the crm, safety disk, blood tubing set and purge valve assembly set. The fse recommended to replace all parts due to blood contamination of all the parts. After receiving po, the technician changed parts crm (0997-00-0986), safety disk (0997-00-0985), blood tubing set (0008-00-0312) and purge valve assembly set (0104-00-0026). Functional test passed and calibration values are normal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had blood in the unit. There were no injuries or death reported.